Event description:
I just received my free covid 19 test kits from the FDA through the usps. With the extended expiration date, it expires on christmas day, 2024. Seriously, it's only good for 84 days? My tests I have in stock have longer expiration dates than that, albeit slightly. Instead of throwing them away, are you mailing them out for free to get rid of them? I think you should send me tests that have a much longer expiration date. Thanks, (B)(6).